Manufacturer narrative:
Visual inspection was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to damage observed prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. After the balance middleweight (bmw) hydro guide wire was removed from the dispenser hoop, it was noted that the wire was separated in 2 pieces. There was no device use or patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.